Manufacturer narrative:
(B)(4). The reported system error 2240 was confirmed. The cause was determined to be a use error. A lot number was not available, therefore no batch review was performed. A label review was performed, and no issues were identified with the product labeling that would contribute to the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 4 of 5. The home patient (hp) stated she had disconnected before to go to the bathroom and then reconnected before the alarm occurred. The technical service representative (tsr) advised the hp to cycle power and a system error 2367 occurred. The tsr then had the hp cycle power to press go to start, disconnect and remove the cassette to discard the supplies. The tsr explained the alarm and assisted the hp to clear the alarm then advised to contact the nurse for further assistance. Hc was operational. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.